Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd the following information was provided by the initial reporter: catheter has hole in it near hub no adverse event reported.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received nine 20gx1.00in insyte autoguard device from lot number 4110947. A gross visual inspection shows that all the units are sealed in their packaging and no apparent physical defect could be observed. A functional test revealed no leaks in the IV catheters. The affected unit was not provided for investigation. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.